Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the surgery, this complaint product would not work at all. It was confirmed that there was battery leakage inside the battery pack. There was no harm reported but there was a 0-15 minute extension in procedure to prepare an alternate device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified the batteries had leaked onto the terminals. Functional testing found the device would not power on when connected to the original battery pack, but did power on and function normally when connected to the lab battery pack. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.